Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 44 mg/dl. The customer did not mention any form of treatment. The customer called requesting assistance with uploading the carelink program. The customer also received a threshold suspend from their insulin pump. The customer declined troubleshooting the issue and stated that they would like to speak to their health care provider first about the low blood glucose. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)